Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified six other complaints for part number and two complaints for lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017-09649/ 09650/ 09651/ 09652/ 09653/09654/ 09656/ 09657.

Event description:
It was reported that during a six (6) month follow-up visit for rotator cuff arthroplasty performed on (B)(6) 2014, the patient reported to experience pain at a level 8 out of 10. The patient required unspecified narcotic pain medication at 1 pill a day on average. The patient indicated that they were unable to wash their back, unable to manage toileting, unable to reach a high shelf, unable to lift 10 pounds above their shoulder, unable to throw a ball, and unable to sport walk. No additional information was available and the patient outcome is unknown. Attempts have been made and no further information has been provided.